Event description:
It was reported that the user experienced a blood glucose drop after announcing a meal as larger than dinner, with subsequent guidance provided on correct meal size announcements and carbohydrate treatment. Symptoms included hypoglycemia with a reported sensor value of 65 mg/dl followed by treatment with oral carbohydrates (apple juice and an orange) and confirmation by fingerstick at 98 mg/dl. Outcomes included resolution of the low without hospitalization or medical intervention beyond oral glucose. Investigation included troubleshooting and education on proper meal announcements and hypoglycemia treatment using the 15 grams every 15 minutes approach. Investigation of this case revealed user-related factors involving incorrect meal size announcement, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and carbohydrate correction practices.